Event description:
Reporter contacted technical solutions and reported that a patient was experiencing ongoing issues. Initially, the patient had complained that they were going through withdrawal. The patient was hospitalized a few days later. The patient's catheter was checked and was found to be in good condition. The patient's medication dosage was increased. Approximately ten days later, the patient's pump was refilled. Several weeks after this, the patient was hospitalized due to withdrawal symptoms again. The patient's medication dosage was increased and the patient was released from the hospital. At the patient's next refill appointment, an underinfusion volume discrepancy was observed in which the expected volume was 0.394 ml and the actual aspirated volume was 14.05 ml. A few days later, the patient was brought back to the hospital in order to check the patient's pump. It was found that the pump was functioning at this time. The patient is stable and is taking oral pain medication.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report that the patient's pump was explanted. Reporter explained that once the pump was explanted, a bolus was programmed to test the functionality of the pump. The pump was confirmed to be working. The reporter stated that the catheter is now the potential cause of the issues faced by the patient.

Manufacturer narrative:
Device was not returned for additional evaluation and investigation. Based on follow-up communication, the patient's pump was functional. The patient's catheter may have been the cause of the issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).